Manufacturer narrative:
The user facility report # (B)(4) was received from the (B)(6) registry. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a user facility report from the (B)(6) registry stating that the patient's lactate dehydrogenase (ldh) and plasma free hemoglobin levels trended up to 4945 and 326 respectively. The patient was admitted and started on bivalirudin and integrilin gtt. No other information was provided.